Event description:
Event verbatim [preferred term] she said that there have been several times that the cells were not sealed and the black stuff came out [device leakage], she sometimes will use three patches at a time. She has been known to cut and divide the neck wraps to go on her knees and use additional tape. [Intentional device misuse], case narrative:this is a spontaneous report from a contactable consumer. A female patient of an unspecified age started to receive thermacare heatwrap (thermacare neck, shoulder & wrist), from 2005, for an unspecified indication. Medical history included in hospital recently and had to have two emergency transfusions due to a rare blood cancer and has a blood deficiency of 45-50%; severe degenerative disc disease. Concomitant medications were not reported. The patient reported that: "this is a wonderful product" that she has been using. She was told about the product in 2005. She has used them religiously. She always restocks when she gets low. She has severe degenerative disc disease along with other situations that she is dealing with. She said that there have been several times that the cells were not sealed and the black stuff came out. The package she is holding, the wrap does not make it into the package and it allows air into the package and it is already air activated. She sometimes will use three patches at a time. She has been known to cut and divide the neck wraps to go on her knees and use additional tape. She said that the adhesive sticking to her skin. She always has to use silk tape to keep them on after just a few hours. She did not have the upc, UDI, lot number or expiration date for the product that she cuts or uses tape on to hold it on. She said that with the different products, they don't fit on her the way she needs them to. She can't work with them and use tape on them. She doesn't put the tape on the heating cells and uses the silk tape to keep them on. The action taken with thermacare heatwrap and the outcome of the events was not reported. Company clinical evaluation comment: based on the available information, the patient reported that there have been several times that the cells were not sealed and the black stuff came out. There was "no associated adverse reaction" such as burn associated with the use of the device. This potential malfunction has a theoretical risk to cause skin burn. Both events are non-serious. The events are medically assessed as associated with the use of the device. The company is conducting a further review on this investigation, and additional follow-up will be reported when the evaluation is completed. Amendment: this follow-up report is being submitted to amend previously reported information: product problem was noted. Comment: based on the available information, the patient reported that there have been several times that the cells were not sealed and the black stuff came out. There was "no associated adverse reaction" such as burn associated with the use of the device. This potential malfunction has a theoretical risk to cause skin burn. Both events are non-serious. The events are medically assessed as associated with the use of the device. The company is conducting a further review on this investigation, and additional follow-up will be reported when the evaluation is completed.

Event description:
Event verbatim [preferred term] she said that there have been several times that the cells were not sealed and the black stuff came out [device leakage], she sometimes will use three patches at a time. She has been known to cut and divide the neck wraps to go on her knees and use additional tape. [Intentional device misuse]. Case narrative: this is a spontaneous report from a contactable consumer. A female patient of an unspecified age started to receive thermacare heatwrap (thermacare neck, shoulder & wrist), from 2005, for an unspecified indication. Medical history included in hospital recently and had to have two emergency transfusions due to a rare blood cancer and has a blood deficiency of 45-50%; severe degenerative disc disease. Concomitant medications were not reported. The patient reported that: "this is a wonderful product" that she has been using. She was told about the product in 2005. She has used them religiously. She always restocks when she gets low. She has severe degenerative disc disease along with other situations that she is dealing with. She said that there have been several times that the cells were not sealed and the black stuff came out. The package she is holding, the wrap does not make it into the package and it allows air into the package and it is already air activated. She sometimes will use three patches at a time. She has been known to cut and divide the neck wraps to go on her knees and use additional tape. She said that the adhesive sticking to her skin. She always has to use silk tape to keep them on after just a few hours. She did not have the upc, UDI, lot number or expiration date for the product that she cuts or uses tape on to hold it on. She said that with the different products, they don't fit on her the way she needs them to. She can't work with them and use tape on them. She doesn't put the tape on the heating cells and uses the silk tape to keep them on. The action taken with thermacare heatwrap and the outcome of the events was not reported. Company clinical evaluation comment: based on the available information, the patient reported that there have been several times that the cells were not sealed and the black stuff came out. There was "no associated adverse reaction" such as burn associated with the use of the device. This potential malfunction has a theoretical risk to cause skin burn. Both events are non-serious. The events are medically assessed as associated with the use of the device. The company is conducting a further review on this investigation, and additional follow-up will be reported when the evaluation is completed., comment: based on the available information, the patient reported that there have been several times that the cells were not sealed and the black stuff came out. There was "no associated adverse reaction" such as burn associated with the use of the device. This potential malfunction has a theoretical risk to cause skin burn. Both events are non-serious. The events are medically assessed as associated with the use of the device. The company is conducting a further review on this investigation, and additional follow-up will be reported when the evaluation is completed.